Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, station was in disconnect mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) informed the issue to the field technician near to customer area. The information technology specialist administrator restored communication to the station and identified the issue as related to the media access control address. The case was subsequently closed. The system functioned as intended after technical support specialist investigated the issue.